Event description:
It was reported that the handheld device displayed an error message stating ¿checksum error.¿ no further information relevant to the event has been received to date.

Manufacturer narrative:
.

Event description:
Further information was received indicating that interrogation on generators could be completed. The connections between the handheld computer and the programming wand were checked. The battery of the handheld computer was checked. One attempt to interrogate a sample generator resulted in an error message stating ¿checksum error.¿ a new attempt to interrogate the same generator with the same programming system was successful. Diagnostics and programming of the sample generator could be successfully completed.